Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. (B)(4). Date of implant is unknown. Sometimes in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that patient underwent revision procedure on (B)(6) 2016. Patient underwent primary implant procedure in (B)(6) 2016. Patient was implanted with short nail. The patient fell ten (10) months after the initial implant procedure, and broke her femur below the implant. During the revision procedure, the course of action was to replace the short nail with a long (400 mm) one. Patient outcome following surgery was as expected. No delay in surgery was reported. This report is for one (1) pfna nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reported in (B)(4) as jan 9, 2016 in error. Correct date is jan 09, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.